Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The drive cables were not derailed at the distal end. The grips were able to open/close fine. Additional observation not reported by the site was tube damage. The distal end of the main tube had various scratch marks with light material removal. The scratches were .095 - .200 in length and not aligned with the tube axis. Engineering concluded the damage may have been caused by mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci s prostatectomy procedure a wire came off the pulley of the prograsp forceps instrument. The surgical staff exchanged it to a backup instrument, and the planned procedure was completed without problem. The surgeon fixed it using a tool, however, he was filled with anxiety about using it. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.